Event description:
A customer reported that unexpected (B)(6) was obtained on galileo echo (B)(4). (B)(6) results were obtained on the galileo neo instrument.

Manufacturer narrative:
A review of the image files showed that (B)(6) reactions were obtained with the antibody screening assay and antibody identification assays. Results visually appeared (B)(6) as reported with both homozygous and heterozygous e (B)(6) cells. Controls performed as expected. Manual tube testing was performed using peg and (B)(6) results were obtained. An immucor field service engineer performed the unexpected reaction checklist. All parameters were within specifications. Daily maintenance and qc testing was performed and acceptable results were obtained. The instrument is operating within specifications. We were unable to rule out a sample-related issue. The reaction strength in manual testing was (B)(6) which may have been at the threshold of detection for the echo.